Manufacturer narrative:
(B)(4). The device was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it cycled and fed seventeen conforming clips then it did lockout without any difficulties noted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, there was jammed misformed clips. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.